Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(4), batch: a000063927.

Event description:
It was reported the patient experienced a lead migration but was still getting full coverage. Surgical intervention took place where one lead was electively explanted and replaced to address the issue. Effective stimulation was restored. The investigation did not determine the lead that was responsible for the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.